Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual examination of the returned impactor pad identified signs of repeated use (nicks and gouges) and has fractured prongs. Device was submitted for further analysis. The sem analysis determined the failure aligns with a previous investigation indicating overload failure or low cycle fatigue culminating in the overload failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a nail of the impactor pad was fractured at distribution center.